Manufacturer narrative:
Additional information d9, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported; pump dumped a whole bag of levophed into a patient despite being turned off" which was reproduced. The device was found to over infuse during testing. A review of the event history log identified no abnormalities. The cause was determined to be the finger and valves were not moving due to bent torsion springs. The torsion springs were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced while pump was powered off a whole bag was delivered to the patient. Additionally, the nurse stated the pump apparently dumped a whole bag of levophed into a patient despite being turned off. The medication administered was levophed. There was no patient harm. The reporter stated that patient arrived to nticu near 0100 with levophed infusing at 2mcg/min. The drip was titrated off quickly and place on hold. The patient was stable through the noc, early in the morning the rn noted that the levophed bag was dry. The pump was on hold with the tubing connected to the patient. They disconnected the tubing from the patient, replaced the levophed bag with a normal saline bag and witnessed the saline dripping with the pump on hold. The event happened during delivery at the general patient ward. There was no known patient injury or medical intervention associated with this event. No additional information is available.